Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) could not duplicate the issue during a short test. Technical support read the software logs and reported problem with a 5v low scenario. The fsr replaced the pod board and cable assembly. The fsr let the unit run for two hours and did not note any further issues. With the components replaced, the unit operated to manufacturer specifications and was returned to clinical use. The suspect unit was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump intermittently powered off. The pump was being used as a sucker pump. The perfusionist unplugged the power cable and plugged back in. The roller pump did not power right back up, but did power on after one minute. The device was not changed out. There was a "red x" and a "question mark" error messages observed after the roller pump was rebooted. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.